Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert with a code that indicated possible premature battery depletion. The estimated remaining longevity was at 13 percent. Engineering reviewed the stored information and noted it appeared the battery usage has increased and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time, to ensure that therapy would remain available. Ts also observed historic inappropriate sensing episodes where therapy was delivered when programmed primary vector, which is also the current sensing vector. Ts recommended in office troubleshooting but did mention that the last episode was approximately one year earlier and there have not been any new episodes recently. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Attempts for return are being made. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert with a code that indicated possible premature battery depletion. The estimated remaining longevity was at 13 percent. Engineering reviewed the stored information and noted it appeared the battery usage has increased and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time, to ensure that therapy would remain available. Ts also observed historic inappropriate sensing episodes where therapy was delivered when programmed primary vector, which is also the current sensing vector. Ts recommended in office troubleshooting but did mention that the last episode was approximately one year earlier and there have not been any new episodes recently. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Attempts for return are being made. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, bnt the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.